Event description:
It was reported to covidien on 10/8/2009 that a customer had an issue with a hemodialysis catheter. The customer reports the catheter was placed on (B)(6) 2009 in a critically ill pt who had coded several times. Nurse attempted to dialyze pt and could not aspirate the arterial port (could aspirate venous port). Tpa administered and nurse later able to aspirate with some resistance, and attempted to dialyze pt when machine alarmed. Arterial extension swelled up and popped or exploded. Pt required replacement catheter placed on (B)(6) 2009.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.